Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. Customer's blood glucose value was 44 mg/dl and 39 mg/dl. Customer also stated their insulin pump was not alarming when their blood glucose was high or low. Customer was assisted with turning on needed settings in order to make high and low set up. Customer did self-test which was passed. The device will not be returned for analysis.